Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2012. This medical device implant is now manufactured by bayer, formally by conceptus inc. My model number is ess305 if you know it. This device has a three year shelf life, however, I do not have that expiration date. The onset of my complaint started on (B)(6) 2014 this is a list of my side effects and symptoms that I have experienced due to essure. Extreme bloating, chronic lower back pain, cervical infections, nausea, vomiting, constipation, no periods, no sex drive, pelvic pain, pain with sexual intercourse, insomnia, anxiety. This has been seen by 4 doctors. The device is still inside of me as of (B)(6) 2014.